Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm and error 4 confirmed in the device history file due to broken trace on keypad assembly. Device communicated with carelink and all data registered properly in report history file noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported communication or transmission problem and circuit failure via phone call. Customer blood glucose reading was unknown. Customer stated cannula was not recorded in daily history. Troubleshoot was performed. Insulin pump will be returning for analysis.